Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 g2 h3 h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side "capsular contracture baker grade IV." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: h.2, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contractures baker grade IV".

Event description:
Healthcare professional reported left side "capsular contractures baker grade IV". Device remains implanted.